Event description:
A hospital reported to our distributor in another country, that the rt200 breathing circuit generated a heater wire alarm when connected to a ventilator. No patient consequence was reported.

Manufacturer narrative:
This is malfunction that has been reported to fisher & paykel healthcare by a hospital in another country. The product is not sold in the USA but it is similar to a product which is sold in the USA. Resistance testing was performed on the inspiratory and expiratory heater wires of the returned complaint device. Results: the resistance of the inspiratory heater wire was found to be open circuit. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0022%.